Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: optical lens broken. A definitive root cause for the could not be identified. Based on the results of the investigation it is likely that the issue of no image occurred due to optical lens broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited optical lens broken. There was no patient involvement.